Event description:
It was reported that during a lobectomy procedure, both a green reload and the device were used during the procedure. There were no issues reported for the device during the procedure. Post-operatively, a leak was detected at the fissure, which was reported as being related to the use of the device. The patient was sent home with a chest tube that was placed during the initial procedure. Current patient status is unknown.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: where did the leak occur? Was it noted mid staple line or at intersection of staple lines?